Manufacturer narrative:
The device was returned for evaluation; the handpiece power output was low due to the handpiece coil form and transducer being out of specification. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident "was" observed. The evaluation did not conclusively verify the complaint as valid. The out of specification issue was not considered as the cause of the complaint incident. Linked to mfg. Report number: 3006697299-2018-00056.

Event description:
It was reported that during surgery, the handpiece tip became very hot. On (B)(6) 2018, burn to the inside of the patient's nose was reported.